Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image of the device disappeared. After that, the endoscopic image was restored and the user completed the procedure with the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported malfunction was resolved with telephone support by an olympus field service engineer. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the following; -deterioration due to long-term use because about 4 years have passed since the device was manufactured. -the user connected the video connector with foreign material such as dust, dirt, or chemical residue on the electrical contacts. -deterioration of the cable and connector connections inside the device, which is the path of the video signal from the endoscope to the video system center. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.